Event description:
A loss of therapeutic effect was reported when stimulation was turned on. Patient programmer displayed a blinking green light next to the internal battery. It was noted that the device was not reprogrammed successfully. The patient did not have any issue-related symptoms. The patient had surgery to fix the problem and no injuries were reported.

Manufacturer narrative:
(B)(4).